Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. There was no output to the screen due to the upper half of the programmer inverter being defective, causing a black screen upon boot up.the defective inverter had melted the inverter cover. The inverter was replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information from a health care professional (hcp) that the programmer screen remained black. Rebooting several times did not resolve the issue. Programmer was returned. No adverse patient effects were reported.